Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 20 mmol/l ( 360 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge. The patient was experiencing dizziness and vomiting. They was taken to the hospital and the diagnosis was that the blood was too acidic and ketones reached 5.1 mmol/l (91.8 mg/dl). The patient was treated with intravenous fluids and was discharged after 2 days.